Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer contacted the customer, who was able to reboot the station. After the reboot, the matrix drawer successfully reconnected to the bus. It was confirmed that no further assistance was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer 1 had failed and displayed an error message stating ¿device was not detected on the bus¿. The customer stated that there was a delay in dispensing the medications to the patient, since the user managed to retrieve the medication from another device. There were no adverse events or injuries reported based on this event.